Event description:
It was reported, high pacing impedance was observed on the right atrial (ra) lead. Diagnostic imaging was performed and no anomalies were noted. No further intervention has been performed. The patient was stable and will continue being monitored.